Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter would not disengage from the left inferior pulmonary vein (lipv). When attempting to remove the catheter under fluoroscopic guidance, the cardiac silhouette moved in tandem with the catheter. After approximately half an hour, the catheter was successfully retracted from the lipv and removed it from the body. Upon inspection outside the body, stretching of the catheter was observed. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.